Event description:
A customer reports their abbott diabetes care, "caught fire and melted". Customer further reports visible smoke from their device. There was no report of explosion or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the reader and no damage was observed. Customer complaint for the device caught fire and melted while charging. Also, charging port was defective. Evidence of fire on usb port was observed. Visually inspected the returned usb charger and usb cable and evidence of fire was observed. An extended investigation was performed. A visual inspection was performed on the returned reader and liquid contamination and heat damage to the usb port was observed. The returned reader was de-cased and no burn marks was observed to the pcba (printed circuit board assembly), battery or any other internal component. Returned reader battery was intact with no damage and voltage was measured, however results were not within specification range. Reader successfully communicated with approved software through reader test fixture. The reader's log was downloaded and checked for cybersecurity error codes, and saved. Reader powered on with known good battery and reader passed the built in self-test. Thermal camera was used to inspect for any hotspot and no hotspot was observed. No further test could be performed on the reader as damage was observed to the universal serial bus (usb) port. A visual inspection was performed on the returned universal serial bus (usb) cable and micro-b side of the charging cable was observed to be burned with insulator around it melted. Customer did not returned adc power adapter, therefore further investigation could not be performed. These complaints are not out of box. It was determined that the present of liquid contamination in the usb port can create short circuit while the cable was plugged to the ac power therefore resulting into the damage or burnt. As no burn marks or abnormalities was observed on the pcba of the reader or near the battery indicating that fire could not have been produced by the reader or by its component however there is evidence of liquid contamination in the usb port, therefore, the issue is not confirmed due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care, "caught fire and melted." Customer further reports visible smoke from their device. There was no report of explosion or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reports their abbott diabetes care, "caught fire and melted." Customer further reports visible smoke from their device. There was no report of explosion or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre readers, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. The device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.